Manufacturer narrative:
Device code a0406 captures the reportable event of a side car pushed back.

Event description:
It was reported to boston scientific corporation that a lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During procedure, the plastic appeared to be melting when a damage to it was observed. The picture sent by the customer shows a side car push back and a torn sheath. The procedure was completed with an alternative device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of a side car pushed back. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car rx was pushed back and torn. A dimensional inspection confirmed the side car rx was pushed back approximately 7.0 mm, which is out of specification. No other problems were noted. The reported event was confirmed. Based on all available information, the side car rx tear may be related to user manipulation and/or some technique applied during the procedure while inserting/withdrawing the guidewire. Also, it is possible that the user manipulation and/or the technique applied during the procedure could have affected the side car push back. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During procedure, the plastic appeared to be melting when a damage to it was observed. The picture sent by the customer shows a side car push back and a torn sheath. The procedure was completed with an alternative device. No patient complications were reported as a result of this event.